Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the placement signal alarm was an optical bench malfunction. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 support ongoing for 26 days when the optical signal was lost on the automated impella controller (aic). The pump remained on for support despite the loss of signal. During the investigation, team made choice to investigate aic as well. There was no aic replacement noted, and the pump remained on for support. The decision was eventually made to withdraw care, and the patient expired.